Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead exhibited difficulty advancing into the coronary sinus. The patient experienced acute heart failure. Emergency surgery was required to stabilize the patient. The physician terminated the implant procedure. The patient was given drug treatment and was discharged.